Event description:
I gave a placker double flosser to a house guest - a healthy woman - to floss with. The inside of her mouth began itching immediately in a reaction. She described as similar to when she ate anchovies. In examining the packaging, I noted that they were made in china. Remembering an earlier incident reported on the news of reactions in children from sucking on plastic made in other country. I can see that we could be exposed on a daily basis to something toxic on these plastic flossers as I noted that many from other companies including gum and pentak are made in other country. Many toothpastes may also be manufactured there even though distributed by american companies as well as colgate's toothbrushes.